Event description:
Resident was sitting in wheelchair at rns desk. She was seen to lean forward and fell out of wheelchair, landing on right side on floor. Safety seat belt had been closed according to nursing assistants caring for resident. Seat belt was not closed after fall. Pt had skin tear below right knee. She hit head against rns desk. Neuro checks were done for 3 days. Physician notified of fall and possible injury-protrusion of right knee area. No immediate intervention ordered. Physician visit on 1/19//94 and x-ray ordered. Exam of safety belt after fall revealed that only minimal pressure on release button was needed to release the safety belt.